Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the af-220 dialyzer. Blood leak occurred two to two and a half hours into treatment. Blood leak was noted by the blood leak alarm. Blood leak was verified visually in the dialysate and in the hansen, and with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 200cc to 250cc. Treatment was resumed with new disposables and a second dialysis machine and completed without further incident. No pt injury or medical intervention reported per hcp.